Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 1999; (B)(6) 2000; (B)(6) 2001; (B)(6) 2002. Date explanted - (B)(6) 2000; (B)(6) 2001; (B)(6) 2002. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision procedure on (B)(6) 2000 due to dislocation. It was further reported patient underwent a radical debridement procedure on (B)(6) 2001 due to infection. Patient underwent revision procedures on (B)(6) 2001 and (B)(6) 2002 due to infection.